Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: per provider the back upholstery is tearing.